Manufacturer narrative:
Findings: pump was received with unresponsive buttons due to corroded keypad traces. Unit had cracked reservoir tube lip, cracked case at display window corner, cracked lcd window and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated that pump has damage at the reservoir entry. Customer insulin pump is oow.